Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the oxygenator clotted. As per the user facility, once the case was completed, the perfusionist tried to re-prime the circuit, and they noticed that the oxygenator clotted. Additional information was obtained by the clinical specialist that, the account indicated that even though the pump sucker(s) was turned off prior to protamine administration, the vents were still being utilized until 50% of the protamine was infused. The procedure was completed successfully with no issues and oxygenator worked properly during the case. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 10, 2019. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3259, 12). Method code: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 4315 - cause not established. The actual sample was not returned and the lot number was not provided, therefore , a thorough investigation cannot be performed and a definitive root cause cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.